Event description:
(B)(4). It won't let me change the date but late (B)(6) I found out I was pregnant three years after having measure put in to prevent pregnancy I was scared bet one belief and am worried for what the next few months hold until I'm holding my baby and know it's healthy